Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt's downtime was approximately 9 minutes prior to their arrival. After two shocks were administered, the defibrillator allegedly failed to charge during subsequent attempts to administer shocks. A backup device was immediately available and used to administer 7 additional shocks. The pt was not resuscitated. The reporter indicated the alleged malfunction did not adversely affect the pt's outcome. This opinion was based on an assessment of the pt's condition and the immediate use of a backup device.